Manufacturer narrative:
The investigation has determined that lower than expected vitros ipth results were obtained from two levels of non-vitros biorad quality control fluid when tested using vitros ipth lot 1621 on a vitros xt7600 integrated system. The magnitude of the results breach phs criteria and are therefore reportable. Ortho initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in the affected lots. On 17 november 2022, a communication (cl2022-275) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots 1610, 1621,1630, 1640, 1645, 1650, and 1670, customers may experience lower than expected results with an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Vitros immunodiagnostic products ipth controls do not detect this bias, therefore no performance shifts of the controls were observed. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical support center (tsc) to report lower than expected vitros intact pth (ipth) results obtained from non-vitros biorad quality control fluids when tested using vitros ipth a vitros xt7600 integrated system. Biorad l1 lot 64940 results of 13.4, 13.3, 14.2, 14.4, 13.7, 14.5, 13.0, 13.5, 13.0, 13.3, 13.6, 12.8, 13.3, 12.4, 14.3, 13.7, 12.2, 14.2, 11.9, 13.3, 12.4, 10.7, 11.3, 11.1, 10.8, 12.7, 15.2, 14.4, 15.0, 14.0, 13.8, 14.1, 14.6, 15.3, 13.2, 15.1, 14.7, and 13.5 pg/ml versus the peer mean result of 21.94 pg/ml biorad l2 lot 64940 results of 124.8, 125.8, 122.5, 127.6, 122.4, 123.2, 117.6, 117.0, 114.3, 118.2, 117.7, and 116.1 pg/ml versus the peer mean result of 183.2 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth results were obtained from a quality control fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).